Manufacturer narrative:
(B)(4). Per the gore® propaten® vascular graft, complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to perigraft seroma.

Event description:
On (B)(6) 2016, a gore propaten vascular graft was used to replace a an existing debranch vascular graft suspected of infection in a axillary-axillary artery bypass surgery. It was reported that the physician used a forceps to place the graft in the position instead of a tunneller. The procedure was concluded without any reported issues. On around (B)(6) 2016 (5 weeks after the procedure), seroma formation was observed around the graft except the anastomotic portions of the graft on both sides. Drainage was performed to treat the seroma. However, seroma formation did not resolve. On (B)(6) 2016, the graft was replaced with a non-gore manufactured vascular graft leaving only the anastomotic portion of the grafts on the both sides. No seroma formation was observed, and the patient was discharged two weeks after the reoperation.